Manufacturer narrative:
Concomitant medical product: addrs1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited no capture at maximum output and undefined impedance, qualified as high. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.